Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer. The OEM performed the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation; therefore, the root cause of the reported event cannot be conclusively determined. Based on the service/repair evaluation the no image condition was not confirmed. However, the potential cause can be due to the handling of users at the time of reprocessing, and that e224 and images were no longer displayed. The OEM will continue to monitor complaints for this device.

Event description:
A 4k autoclavable camera head was returned to the service center due to a report of a no image malfunction that occurred during reprocessing. There was no patient involvement reported.

Manufacturer narrative:
The evaluation was unable to confirm the cause of the reported no image condition as the device was inspected/tested and the image displayed appropriately, however, there was an e224 (communication failure) error that displayed on the screen which was determined to be cause by a faulty cable unit. Additionally, the rear cover label on the external housing is fading. The repair is pending. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.